Event description:
A consumer reported she was not seeing clearly and the intraocular lens (iol) was removed. The same model lens with a different diopter was implanted. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
Evaluation summary: product evaluation: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).